Event description:
A malfunction code was displayed and could not be reset, prompting a resolution to replace the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed to put the pump into storage mode and opted for multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted while waiting for the replacement pump.